Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer called to state he has already received a replacement as the first one broke - the upper and lower portions. This happened again with this one. I am requesting a refund. Consumer mailed in his request as well along with proof of purchase.